Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and then inserted the was. While advancing the pigtail catheter into the left atrium, the patient snored heavily with air aspiration, and st segment elevations were noted on the ECG. Echocardiographic imaging showed no pericardial effusion. A coronary angiography was performed and showed evidence of an air embolization in the right coronary artery. The physician immediately performed repeated aspiration using an aspiration catheter. The was was removed from the left atrium and the patient was started on circulatory medication, intubation and installation of a temporary pacemaker. The patient received resuscitation for ventricular fibrillation with multiple successful defibrillations and cardiac massage. After about 40 minutes the patient recovered and became increasingly stable. The patient was transferred to the intensive care unit to continue to recover from these events.